Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue was identified during a planned procedure which was completed as planned with no harm reported. The philips field service engineer (fse) inspected the system on site and confirmed the issue. Troubleshooting indicated that the monitor network cables were in the incorrect outputs. Analysis of the system log file was also performed. The fse rerouted the live hemo feed in the r cabinet by routing the cables to the correct outputs so the hemo and live feeds would be on both rabbit ear monitors. After these repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that device's monitor lost its display. The device was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.